Event description:
A baxter home pt called the baxter technical service center to troubleshoot a "check supply line" alarm during apd therapy on the homechoice machine. During the call, the pt switched solution bags connected to the homechoice set heater and last bag line while troubleshooting the alarm. The baxter operational support rep reportedly instructed the pt to discontinue treatment at this time, as pt had potentially been exposed the solution bags to unsterile air. The pt was to then perform a manual exchange and contact the healthcare professional. No further info regarding this incident is available.